Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the long bipolar grasper was not reading. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There were no wires exposed. The conductor wire insulation was damaged, but the wire was potentially broken on the inside. The instrument was placed on an in-house system and passed recognition and engagement test but failed an electrical continuity and energy delivery test. Components adjacent to the damaged wire insulation do not show damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.